Event description:
During an endoscopic procedure to clip an ulcer in the stomach, the physician used a cook endoscopy triclip endoscopic clipping device. When attempting to close the clip on the site, the spool section of the handle separated. The clip was unable to be placed properly and another triclip clipping device was used to complete the procedure. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation:our evaluation of the returned device confirmed the report of handle separation. The spool section of the handle has separated and only one side was returned. The clip component was not included in the return. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusion:a broken handle can occur if the device experiences excessive pressure during use and/or general handling. We can report that a separated handle can occur if the luer lock is not properly connected to the handle after exposing the clip for deployment. Failure to make this connection secure can cause the handle to separate if the device is held at an angle and excessive pressure is applied to this portion of the handle assembly. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all triclip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: a corrective action has been implemented in an effort to reduce occurrences of handle separation with the triclip endoscopic clipping device. This device was manufactured prior to the implementation. Customer quality assurance will continue to monitor for complaint trends.